Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, this was reported to have occurred between (B)(6) 2014. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The reporter stated that the expected therapy time was 48 hours; however, the device completed infusion in less than 48 hours. The device had been filled with an unspecified drug in 120ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 7 of 19.

Manufacturer narrative:
(B)(4). Infusion with the device was started at 9 am on (B)(6) 2014. Infusion finished at 10:15 pm on (B)(6) 2014 instead of the expected 9 am on (B)(6) 2014. The device was manufactured between september 5, 2013 and september 6, 2013. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. The device was visually inspected and functionally tested. A functional flow rate test resulted in a calculated flow rate of 2.57 ml/hr and a normalized flow rate of 2.64 ml/hr, both of which are within the specification range of 2.25 ¿ 2.75 ml/hr. The reported problem was not verified. The cause of the problem is unknown. Should additional relevant information become available, a supplemental report will be submitted.